Event description:
Agent contacted technical solutions to report that a patient had underwent a cap study after experiencing an increase in pain over the past few months. The physician was unable to aspirate the cap. The needle was flushed to ensure there was no blockage in the needle or extension tubing. Additionally, the patient had a refill today and a discrepancy was observed. Expected volume was 5.2mls and about 8.5mls were aspirated. No significant volume discrepancies were noted in the past. Additional communication confirmed that the patient's system was replaced with a medtronic system.

Manufacturer narrative:
Pending follow up information. A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit and sub assembly, verification of all final testing performed by/on the catheter kit and sub assembly, verification of sterilization, and packaging for subject catheter kit and sub assembly was performed. The review did not identify any non-conformances, issues or capas associated with catheter kit and sub assembly function. Device was replaced and not returned. As additional physical investigation was not performed, a definitive root cause could not be confirmed. If additional information becomes available, a supplemental MDR will be sent. Internal complaint number: (B)(4).

Manufacturer narrative:
Additional follow-up attempts were made to the physician's office for information, but the attempts were unsuccessful. There is no further information available. Internal complaint number: (B)(4).